Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2025, the patient underwent a right internal jugular vein tcc dialysis catheter implantation due to chronic kidney disease stage 5 that was requiring maintenance hemodialysis therapy. On the event day, during normal use, the hospital staff found a linear crack in the thread of the catheter at the blue (venous) luer adapter. It was also stated that there was a leak at the luer adapter. Upon checking, the doctor on call determined that the results were consistent with those of the hospital staff. The catheter was not repaired. There was no instrument used to loosen or tighten the device, and tego was not utilized. The insertion site was not treated prior to product placement. As instructed by the doctor, the blue luer adapter was not used for the treatment. The blood return was directly punctured into the vein, and a new connector was replaced on the next day. There were no patient symptoms or complications associated with the event. There was no reported patient injury.